Event description:
The customer reported being hospitalized for high blood glucose causing migraine headaches. The blood glucose reading was 279mg/dl. Troubleshooting was performed. The programming and the daily totals match the bolus plus the basal and times. The alarm history revealed several low reservoir alarms. Ran a fixed prime test and the insulin exited. The customer stated that when he inserts the infusion set in his arm, the insulin is pooling under the skin. Advised the customer to contact his doctor to find what other sites he could use. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.